Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 84 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.